Event description:
The dryer on the medical air supply system failed to remove water and the line monitor failed to alarm. The water in the system caused the flow sensor on the ventilator to alarm. However the ventilator continued to operate. The ventilator was exchanged without pt compromise.